Manufacturer narrative:
EXEMPTION NUMBER: E2017023. TOTAL NUMBER OF SERIOUS INJURY EVENTS BEING SUMMARIZED: 1. EXACT DATE OF EVENT UNKNOWN. IT WAS REPORTED THAT TWO IN.PACT ADMIRAL DEVICES WERE USED IN THE TREATMENT OF THIS PATIENT. THE BALLOON DIAMETER AND LENGTH ARE KNOWN, HOWEVER THE CATHETER LENGTH IS UNKNOWN. THE POSSIBLE DEVICE MODEL NUMBERS ARE ADM05012008P OR ADM05012013P, AND ADM05015008P OR ADM05015013P. IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Event description:
THIS REPORT SUMMARIZES 1 SERIOUS INJURY REPORTED AS PART OF A BULK DATA RELEASE PROVIDED TO MEDTRONIC FROM THE SOCIETY FOR VASCULAR SURGERY - IN.PACT ADMIRAL VQI REGISTRY. THIS DATA HAS BEEN PROVIDED TO MEDTRONIC BY A THIRD PARTY (M2S) AND IS LIMITED AND DE-IDENTIFIED.

Event description:
Unique Complaint ID Number,Initial or Supplement,Type of event,TTE in days,Device Brand Name,Medical device identifier,Device Codes;535979,I,SI,14,IN.PACT Admiral Paclitaxel-coated PTA Balloon Catheter,ADM05012008P ADM05012013P ADM05015008P ADM05015013P,C76126